Event description:
It was reported that when using the bd pyxis¿ medstation¿ es field service engineer was unable to login to the station with credentials. Customer reported that field service was unable to log in to all devices after the es 1.11 upgrade using the credentials. However, there were no delays or adverse events or injuries reported based on this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer was unable to login to the station with credentials. A technical support specialist contacted the fse, and tss was able to log in successfully, identified that the fse had updated the password. The fse used the new password, and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.